Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the reported event of the migration of the suprarenal proximal extension of 10 mm, and the type 1a endoleak is confirmed by medical records only. The sac growth event is unconfirmed based on the medical records and imaging available for review. Device, user, procedure or anatomy relatedness of this event could not be determined. However, as the index procedure was outside the indications of use (off-label) due to concomitant use with products outside the IFU, this may have caused or contributed to the event. Additionally, a non-endologix stent in the infra renal neck was identified at the time of the secondary endovascular procedure (concomitant product use outside of IFU) but clinical was unable to confirm the non-endologix stent based on the medical records and imaging available for review. Clinical assessment also identified a short aortic neck, however the specific neck length was not available. The procedure related harm identified was post operative renal failure (resolving). The final patient status was discharged home in stable condition three (30 days following a secondary endovascular procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a afx2 bifurcated stent graft, suprarenal stent graft extension and an ovation limb extender to treat an abdominal aortic aneurysm (aaa). This case is outside the indications of use due to adjunctive device (ovation) not compatible to the afx2 bifurcated stent graft. Approximately 2 years post initial procedure, an indeterminate endoleak was found during a routine follow up. Reportedly, patient is doing well and is pending a re-intervention. Additional information: the physician confirmed a type 1a endoleak with neck dilation and the proximal extension is positioned lower than desired. The physician completed an intervention and elected to implant another suprarenal stent graft extension to treat this event. The patient is doing well.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with a afx2 bifurcated stent graft, suprarenal stent graft extension and an ovation limb extender to treat an abdominal aortic aneurysm (aaa). This case is outside the indications of use due to adjunctive device (ovation) not compatible to the afx2 bifurcated stent graft. Approximately 2 years post initial procedure, an indeterminate endoleak was found during a routine follow up. Reportedly, patient is doing well and is pending a re-intervention.